Event description:
Boston scientific received information that this device system detected pacing impedance measurements of greater than 2,000 ohms. A revision procedure was performed. A notable fracture was seen on fluoroscopy on the pace/sense portion of the right ventricular (rv) lead. The rv lead was surgically abandoned and replaced. During the procedure, the device was explanted as a result of being included in the subpectoral implant 2009 product advisory was initially communicated on (B)(6) 2009. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.